Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 04/16/2008 and 04/18/2008 by mail, fax and phone. Add'l info was received 04/17/2008 and 04/29/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 05/15/2008.

Event description:
A surgeon reports that upon examination of a pt five yrs following bilateral intraocular lens (iol) implant surgery, a few glistenings were noted on the right lens and many glistenings were noted on the left lens. The pt had reported decreased visual acuity in the left eye; there was no decrease in visual acuity in the right eye. In a follow-up, the surgeon stated he felt the slight decrease in visual acuity in the left eye was not due to the glistenings on the iol. Add'l info has been requested. There ae two medical device reports associated with this event. This report is for the right eye.